Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone all that the insulin pump had display anomaly. The insulin pump screen was flashing white. Customer cannot recall the cause of the issue. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No missing segments/partial display or flashing white light on display noted. Unit was received with faded serial number label and scratched case.